Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg/ml at 1997.6 mcg/day), bupivacaine (20.0 mg/ml at 19.976 mg/day), and morphine drug (14.2 mg/ml at 14.183 mg/day) via an implantable pump for spinal pain indications. It was reported that during refill, on (B)(6) 2022, nurse obtained access to pump septum and aspirated 8cc of clear fluid. Medication syringe was assembled with three-way stopcock. 2cc infused with successful 2cc pullback. At last 10cc to be infused, nurse was not able to pull back medication. Suspected filter failure. Filter removed and 10cc syringe connected directly to catheter, aspirated 10ml clear fluid. After fill, patient unresponsive to verbal commands. Eyes were pinpoints and able to briefly track. 2 mg intramuscular narcan administered twice and patient verbalized "arms were on fire". Patient became somnolent again and exhibited signs of respiratory distress. The clinical diagnosis was overdose. 30cc clear fluid aspirated from pump, missing 10cc of expected medication. The medication was aspirated from the pump and set to mini mum rate. The device diagnosis was suspected refill kit filter failure. A catheter access port (cap) contrast study was performed and pump system was intact and functioning. A 10 cc pocket fill was possible. Patient transferred to ICU. The next day the patient was given a IV narcan at 0.8 mg/hr in the ICU. It was noted the patient's mentation was improving. It was indicated the event was related to the device or therapy. The event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 8551 lot# unknown serial#, product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8551 lot# unknown product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a clinical study indicated that the issue was resolved.